Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards implant patient registry received information a patient with a 27mm 2800 aortic valve implanted eight (8) years, five (5) months, underwent valve-in-valve procedure due to unknown reasons. A 29mm 9600tfx transcatheter valve was implanted inside the 27mm valve. Patient post-operative status noted as in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional narratives. Based on the information available, a definitive root cause cannot be conclusively determined. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.